Event description:
Event description guidant received information that this cardiac resynchronization therapy defibrillator (crt-d), implanted one day, exhibited oversensing of the atrial pacing impulse on the ventricular channel, causing inihibition of pacing in this pacemaker dependent patient. A guidant technical services representative discussed the possible dislodgement of the right ventricular (rv) lead so that the distal coil now is near or across the tricuspid valve. Threshold and impedance measurements are stable. There is no noise on the electrograms and no inappropriate episodes. Large notched p-waves were observed on the shock channel with atrial pacing.